Event description:
Power injector syringe popped off during injection of IV contrast. Injector was directed towards the CT scanner and down towards the floor. Patient was not harmed but startled from the loud noise the injector made when the syringe failed.